Event description:
It was reported that, noise resulting in oversensing and loss of capture were noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Provocative testing was performed; the noise was not reproduced, but pacing inhibition was noted. X- ray imaging was performed; no anomalies were noted. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.